Manufacturer narrative:
The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed, and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported, experiencing "neuronal, numbness in tongue". And a loss of consciousness. And was unable to self-treat. Requiring hcp administration of "3% dextrose and 5" for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.